Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The stent graft was partially deployed was identified for 1 device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fvl06120. Vascular stent graft was allegedly difficult to deploy. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.